Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received and evaluation performed.

Event description:
It was reported that the customer went to the emergency room, and was subsequently admitted to the intensive care unit (ICU) due to elevated blood glucose (bg) level and ketones present. An exact bg level was not provided. Prior to the hospitalization, the customer delivered a bolus in attempt to treat high bg. Customer was treated with intravenous saline and insulin while in the ICU. At the time of the report with tandem technical support the customer was still admitted to the ICU. The customer alleged that the pump did not function as intended. A system check was performed by tandem technical support and determined that the pump functioned as intended. Additional information was not provided.